Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen and on the proximal shaft and hub. There was no contrast visible. The stent implant was dislodged from the balloon and the proximal end of the stent implant was located on the clear gap. The entire length of the stent implant was mangled. There was no other damage noted to the stent implant. The balloon was tightly folded with crimp marks visible between the markers. There was a kink in the distal tip, distal to the clear gap. There were four kinks in the hypotube 3 cm, 15.5 cm, 48.5 cm and 96 cm distal to the strain relief tubing. There was no other damage noted to the sds. There were no kinks noted to the inner member. The tip seal length was measured and met manufacturing criteria. The stent implant outer diameters could not be measured due to the damage noted.

Event description:
Reporting status: serious injury/medical intervention. Reporting status: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that an attempt was being made to cross a previously implanted stent to treat the mid lad with a 2.5 x 12 mm xience v stent; however, this also would not cross. Another attempt was made with a 2.5 x 8 mm xience v stent; however, this also would not cross. During removal of the sds from the patient, the stent became caught on the previously deployed stent and dislodged in the coronary; however, was able to be removed (unknown retrieval method). After removal, the stent was noted to have flared and damaged struts. The patient was reported to be fine. No additional event or patient information is available.